Event description:
Patient contacted dexcom to report an irritation/rash/allergic reaction.

Manufacturer narrative:
Patient has a bad reaction to the sensor adhesive. Patient reports marks from adhesive reaction takes weeks to heal and reports that some have not healed fully. The patient reports that on day 4 the reaction begins and by day 6 the sensor must be removed. Patient has had this issue from the start of using our system. Reaction was strictly due to adhesive. Date of medical intervention: (B)(6) 2012. Description of medical intervention: medical doctor (md) has given different dressings. Patient was also given cortisone cream to help with healing process.